Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Event description:
Customer's wife reported 2 infusion tubes have broken approximately 3-4 inches up from the luer lock connection. No adverse event was reported. The alleged product was requested for evaluation.